Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The peritonitis manifested by abdominal pain, vomiting and diarrhea. The patient also had a low blood pressure at the time of the event. It was unknown if the patient was hospitalized for the peritonitis. The patient was treated with unspecified antibiotics for 14 days and recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.